Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted due to high capture threshold after a left shoulder surgery, which is believed to have contributed to the lead issues. Should additional info become available, this event will be updated. Leads removed: selox sr 53, (B)(4), MDR 1028232-2010-01756.